Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and not available: what were the indications for surgery? Does the surgeon believe that there was an alleged deficiency of the tlc75 device that caused or contributed to the 1-week out post-op leak? If yes, why? What were the indications for surgery? What was the date of the re-op? How many days post-operatively was the leak? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? What was the reason for using a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? Response: unfortunately, at this time I have not been able to gather the additional information that was requested. The hospital is limiting access due to covid.

Event description:
It was reported that around a week post-op of a small bowel resection procedure that the patient returned with an anastomosis leak. Surgeon stated that he over sewed the staple line to repair the leak. Patient current status was not given.